Event description:
During a nuclear stress test, the pt was jogging on the treadmill and the bd q-syte came off the catheter and blood sprayed all over the room. Blood got on the pt, two nurses in the room, the floor, the walls and treadmill. According to the nurse in the room, one side came off and then the other as blood flowed out both sides of the dual port. One of the nurses clamped off the device and then removed the catheter.

Manufacturer narrative:
The sample was destroyed by the clinic. Upon completion of the no sample investigation, a supplemental report will be submitted.